Event description:
Event occurred during surgery. No harm or delay reported. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer air dermatome serial number 104495 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome was cutting a graft with uneven thickness. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on 28 october 2019 noted that the device had a damaged machined head and control bar, that the dermatome was out of calibration at the zero setting, and that the control bar did not sit in the correct position. The motor was noted to be running within motor speed specifications. Repair of the dermatome occurred on 10 december 2019 and involved replacing the control bar, multiple bearings, and the machined head as well as recalibrating the device. The technician then tested the device, but found that the device would lose air at the switch. The technician then replaced the o-rings and the throttle hinge, then tested and verified that the device was functioning as intended. The dermatome was then returned to the customer without further incident. While the service technician found a damaged and out of position control bar which would cause the device to cut improperly, it cannot be determined from the information provided as to what caused the damage to the control bar or for it to fall out of position. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the customer reports the graft has uneven thickness. The external edges are conform but there is no sample in the center. There has been no report of patient harm or a delay as a result of the malfunction at this time.